Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had atrial fibrillation (af) and the monitor "picked it up but it didn't adequately read what was going on." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.